Manufacturer narrative:
The product was returned to the manufacturer for physical evaluation, and the evaluation verified the complaint as valid. DHR for lot no. 3368830 reviewed and no anomalies that could be associated with the complaint were observed. The device did not pass the electrical test. There was plastic burnt between the connectors. The burn of the plastic part is the consequence of the formation of an electric arc, probably due to the presence of humidity in the connection zone (cable not dried / blood / tissues). It can come from a defect of cleaning or of drying of the instrument.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An account manager reported that on (B)(6) 2019, during the testing of the cev669e handle dia 5mm erg bipolar, an electrical discharge (sparkles) was observed. There was no patient injury, patient involvement, or a surgical delay. There was a replacement bipolar instrument that works properly.